Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The field reported event of backup vvi mode was confirmed in the laboratory. The cause of the backup vvi mode power on reset/por was believed to be caused by external defibrillation during the attempted implant when the device failed to provide effective therapy after vf induction. The failure mode of the device was apparent in the spin-buffer-vf was induced, the device detected, charged and delivered. The vf rhythm was not converted and subsequent detection triggers were visible, however, the charges were aborted by sosd which detected the output circuit damage. Although the ocd and sosd diagnostics were found to be corrupted, it was clear that the first charge delivery triggered the ocd circuit but was unable to prevent permanent damage to the hv circuitry.

Event description:
It was reported that during implant the device was in backup vvi status. This device was not implanted.